Event description:
Customer was using steam inhaler one day and it popped. Was using it for a cold and so was using the vaporizing steam liquid with it. This is what the (B)(6) store employees told him to use with it.